Event description:
It was reported that before a laparoscopic hysterectomy procedure, the display showed replace handpiece. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received with the nose cone cracked. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It was connected to a generator, evaluated with a test instrument and was found to be non-functional ¿replace handpiece¿ yellow screen message was displayed. The instrument was disassembled to inspect the internal components, the washers were present. The moisture indicator was positive and acoustic isolator was found torn. Further evaluation it was noted the hand activation wire had the outer jacket degraded. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality.